Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had foreign matter. The following information was provided by the initial reporter. " material no. 381423, batch no. 8296915. It was reported there is a burn mark on the product. "Ref = 381423. Lot = 8296915. It resembles a burn mark. I don¿t believe it¿s contamination."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the returned sample provided. Bd received a 22ga insyte autoguard unit consisting of a fully retracted needle assembly, a needle cover and a catheter-adapter assembly along with an open package from lot number 8296915. During the visual/microscopic examination, foreign matter was observed as specks of brownish-reddish material on the catheter tubing. This ¿material¿ had indication that it could be smeared. Further testing was performed where the analysis results show foreign matter likely to be a degraded or burnt ethyl vinyl acetate mixed with a silicone. The reported issue was confirmed. This is a component used in the manufacturing process for the bottom film of the packaging process. It is considered non-hazardous. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had foreign matter. The following information was provided by the initial reporter. "Material no. 381423, batch no. 8296915.'' It was reported there is a burn mark on the product. "Ref # 381423, lot # 8296915. It resembles a burn mark ¿ I don't believe it¿s contamination."